Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification, mild tortuosity and 90% stenosis. The 3.5x28 mm xience skypoint stent delivery system (sds) was advanced smoothly and the balloon was inflated slowly. At about 2 atmospheres, the balloon and stent slipped into the aorta and inflation was immediately stopped. The balloon was partially inflated and was not fully expanded at the end. The device was immediately withdrawn without applying negative pressure, and the stent remained on the balloon and was removed without issue. Another same size xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.